Event description:
Olympus (oekg) was informed that the customer visera 4k ultra high-definition camera control unit has a no image defect, ¿no image on screen¿. The reported defect was observed immediately during reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to olympus for repair. The service evaluation could not confirm/duplicate the customer¿s reported image defect of ¿no image on screen¿. The unit passed all tests in accordance with the manufacturer¿s technical manual. The repair department noted the customer also returned a camera head (ch-s400-xz-eb s/n: (B)(4) along with the suspect device. It¿s likely the camera was the cause of the no image defect due to a defective cable unit . Reference report ID (B)(4). The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.